Event description:
Independent repair center: customer alleged alarming/red light/alarm will not function and the key failure is the valve is sticking. Additional malfunction is the power switch is defective.